Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, anterior prolapse and flail. A mitraclip xt was selected for treatment, but difficulties grasping the posterior leaflet occurred. Grasping attempts were made multiple times, and when both cusps were firmly grasped, a clip was placed. Following deployment, moderate eccentric mr appeared in the forward direction. An echocardiogram was performed, and the posterior leaflet appeared to be slightly degenerated. The procedure was completed with one clip implanted. The mr was reduced to grade 3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet grasping cannot be determined. The reported unspecified tissue injury appears to be related to the procedural conditions associated with difficult leaflet grasping. Tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.